Event description:
It was reported that a patient on continuous renal replacement therapy (crrt) utilizing the multifiltrate pro machine for continuous veno-venous hemodialysis (cvvhd) therapy collapsed and subsequently passed away on (B)(6) 2024, at approximately 10:30am. The patient was reportedly in severe metabolic acidosis and on extracorporeal membrane oxygenation (ECMO) support with a ventilator. The nephrologist ordered crrt therapy to attempt to correct the metabolic acidosis. Cvvhd therapy began on (B)(6) 2024 at approximately 11:00pm. The patient was removed from therapy on (B)(6) 2024 after the collapse and subsequent death. The hospital has declined to provide additional information related to the event. No further information is available.

Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, an investigation of the machine files was performed. The flight recorder data was analyzed over the treatment period. There were several pressure alarms that occurred. The inlet pressure was found to be mostly negative, and the transmembrane pressure (tmp) was mostly around zero. No malfunction of the device could be detected based on the review of the machine files. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode 'not confirmed'. A review of the instructions for use (IFU) was also unnecessary as the complaint was not related to the function/operation of the device, or to an operator handling error. Upon completion of the investigation, no device problem was found and the reported event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between crrt utilizing the multifiltrate pro machine and the patient event of collapsing with subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the multifiltrate pro machine. The patient was reportedly in severe metabolic acidosis in the intensive care unit (ICU). The patient was on ventilator and ECMO support. It is unknown what underlying condition(s) placed the patient in severe metabolic acidosis. The patient was prescribed crrt to attempt to rectify the medical issue. The patient was on crrt for approximately 33 hours prior to the adverse event. The hospital would not provide any further details. Based on the limited information and no allegation or evidence of a device malfunction or deficiency, the multifiltrate pro machine can be excluded as the cause of the patient¿s collapse and death.

Event description:
It was reported that a patient on continuous renal replacement therapy (crrt) utilizing the multifiltrate pro machine for continuous veno-venous hemodialysis (cvvhd) therapy collapsed and subsequently passed away on (B)(6) 2024, at approximately 10:30am. The patient was reportedly in severe metabolic acidosis and on extracorporeal membrane oxygenation (ECMO) support with a ventilator. The nephrologist ordered crrt therapy to attempt to correct the metabolic acidosis. Cvvhd therapy began on (B)(6) 2024 at approximately 11:00pm. The patient was removed from therapy on (B)(6) 2024 after the collapse and subsequent death. The hospital has declined to provide additional information related to the event. No further information is available.